Event description:
Mvc trauma with an ivc filter, fracture, with abdominal pain. Ivc filter removal, intravascular retrieval of a foreign body. History of mvc (B)(6) 2012 with an ivc filter, fracture, with abdominal pain. A kub from (B)(6) 2012 revealed no evidence of a fracture, and a recent kub from (B)(6) 2013 revealed a tilt of the axis of the filter with a fracture noted. On (B)(6) 2013, the filter was removed. The pt tolerated the procedure relatively well and was discharged home the same day.